Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test and displacement test due to blank display. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
It was reported that insulin pump had moisture damage inside. Customer¿s blood glucose was 138 mg/dl. Customer indicated the moisture came from reservoir. The insulin pump will be returned for analysis.